Event description:
It has been reported to philips that system was not turning on. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse provided the quotation to the customer for the flex vision pc replacement. Customer ordered the parts and replaced it. After replacement of the flexvision pc, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.